Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No obvious insulin odor noted and no moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Moisture exposure (insulin odor) is not confirmed. The pump history file lists two (2) boluses on the event date, 2/22/2024, listed below: (B)(6) 2024 13:34:02.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 (B)(6) 2024 16:28:58.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8 please see below for the daily total of all insulin delivered on the event date, 2/22/2024: (B)(6) 2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 25.35 dailytotalofbasalinsulindelivered = 23.25 dailytotalofbolusinsulindelivered = 2.1 there were no auto suspend events on the event date, 2/22/2024. Please see below for the user suspend events on the event date, 2/22/2024: (B)(6) 2024 15:03:00 insulindeliverystopped eventtype = 30 reasonforinsulindeliverysuspension = user suspended medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and the customer was treated with manual injection/insulin pen. Troubleshooting was performed and it was reported pump exposed to fluid and no visible damage to the insulin pump and also reported pump appears not delivering enough insulin anymore and was verified that pump was utilized within 48 hours of the event along with no active automode feature. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.